Event description:
While the ventilator was was connected to the pt, the customer reports that the ventilator stopped cycling. There was no pt injury. This complaint is a result of service report screening.